Event description:
It was reported that during the stent insertion procedure, it was noted that the stent was less desirable to implant due to an accordion effect in tight ureters. The procedure was completed with another of the same stent and no patient complications were reported.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2024, based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.